Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the power issue/damage issue has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs determined the logs were irrelevant to the event. The returned console exterior power cable and connectors were checked without any finding of abnormalities. After opening the console, there was a burnt capacitor c175 found on the power battery manager (pbm). The burnt pbm had no visual damage to other nearby components. The root cause of the smoke was most likely due to a defective pbm. The root cause of the burnt pbm was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The biomedical engineer reported that the automated impella controller (aic) had an out of box failure. It was reported that the console was unboxed and plugged in and smoke was coming from the electrical cord. This aic was replaced by customer service with a brand new aic. There was no patient involvement.